Event description:
This report summarizes 11 malfunction events in which the device or cutting accessory fractured. 7 events had no patient involvement; no patient impact. 4 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 11 previously reported events are included in this follow-up record. Product return status: 10 devices were received. 1 device was not available for evaluation.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 11 events were reported for this quarter. Product return status: 8 devices were received. 1 device was not available for evaluation. 2 device investigation types have not yet been determined. Event confirmation status: 5 reported events were confirmed. 3 reported events were not confirmed. Evaluation results: 5 devices were found to be affected by internal corrosion. 2 devices were found to be affected by a broken off foot. 1 device was found to be affected by worn components. Additional information: 11 devices were not labeled for single-use. 11 devices were not reprocessed or reused.

Event description:
This report summarizes 11 malfunction events in which the device or cutting accessory fractured. 7 events had no patient involvement; no patient impact. 4 events had patient involvement; no patient impact.